Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4).the UDI is unknown because the part and lot numbers were not provided. The stent remains in the vessel. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of an issue/observation caused by or related to the design, manufacture or labeling of the device. The reported use after expiration date appears to be user related. The supera instruction for use states: use this device prior to the use by (expiration) date as specified on the device package label. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a unspecified supera stent was implanted (B)(6) 2016 in the vessel without issue; however, it was noted that the stent expired on (B)(6) 2016. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided